Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced only the station was powered on. A field service engineer assisted the customer and confirmed that the issue was resolved. The system functioned as intended. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawer failure. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.